Event description:
It was reported the patient had a urinary tract infection. It was noted the patient was prescribed keflex. It was reported the patient also had stronger smelling urine and abdominal pain. It was noted the patient¿s symptoms resolved without sequelae on (B)(6) 2011.

Manufacturer narrative:
Concomitant product: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).